Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. 45 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position and there was uncovered posterior laa pectinate uncovered resulting in a gap greater than 5mm. The physicians decided to not perform any intervention in response to the closure device migration. There were no patient complications.

Manufacturer narrative:
H6 evaluation method code added: analysis of data provided by user/third party h6 evaluation conclusion code updated from cmc-no problem detected to known inherent risk of device. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: implanted closure device appears under compressed. Insufficient imaging to conclude use error.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. 45 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position and there was uncovered posterior laa pectinate uncovered resulting in a gap greater than 5mm. The physicians decided to not perform any intervention in response to the closure device migration. There were no patient complications.